Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis found that the lead pin was bent.

Event description:
It was reported that during implant, the right ventricular lead exhibited noise. The lead terminal pin was broken. The lead was not used.